Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console ha a boot error.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿boot error¿ was not confirmed during evaluation of the returned centrimag console. The returned console, serial number (B)(6), was evaluated at the european distribution center (edc). The console was connected to ac power and booted up as intended. The unit was functionally tested and passed. No atypical alarms or errors were observed throughout testing. A log file was extracted from the console and did not capture any atypical events or alarms. The console was returned to the customer for further use. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3, entitled "warnings and precautions", instructs the user to always have a backup console, motor, and flow probe nearby when the system is in use. The backup console must be connected to the backup motor, flow probe, and ac power, with a sufficient charge on the battery to support the backup system for at least 1 hour. The 2nd generation centrimag system operating manual section 11.1, entitled "appendix I ¿ console alarms and alerts", contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.